Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #2242445-2011-00048 for the first event involving the same patient. It was reported that interventional radiology was performing a thrombectomy procedure on a male patient. The physician opened a second kit, inserted it into the arteriovenous (av) graft and continued to declot and activate the device. Toward the final stages of the procedure, the physician noticed the orange inner lumen became separated from the basket. The device was removed and they concluded the procedure. There was a delay in treatment with no harm to the patient, no patient death and no patient complications reported. Additional information received by the critical care specialist on (B)(6) 2011 stated the catheter was being used over the wire. They were in the process of declotting the arterial side and removed the basket along with clot material. At which time. They noticed the orange inner lumen was very loose where it attaches to the basket. When they touched the orange inner lumen, it separated from the basket. Nothing was broken off in the patient.